Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was not feeling well. It was observed that the implantable pulse generator (ipg) pacing output increased in between clinic sessions. The ipg was reprogrammed and remains in use. It was suspected that the emergency button on the programmer was pressed in error and increased the pacing settings. No patient complications have been reported as a result of this event.